Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. The complainant was unable to report the device upn and lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device will not be returned for investigation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a re-entry malecot nephrostomy catheter was used during a procedure performed on an unknown date. According to the complainant, during the procedure, a piece of the nephrostomy catheter detached and was left inside the patient. On (B)(6) 2017, the detached piece was discovered inside the patient when a scan was carried out. There have been no patient complications reported as a result of this event; however, the patient was required to undergo another surgical procedure to removed the retained piece. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.